Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home and pronounced dead at home. Patient was found dead on floor having low flow alarms. The log file analysis showed the low flow; the flow had already been down to 0.6 at the start of the event log file. On (B)(6) 2019, there was the start of no external power alarms and continued to where the ebb had no power left to it to run the pump. The driveline was disconnected on (B)(6) 2019. The patient was connected to the mpu from the beginning of the log file until the no external power occurred. The pump appeared to have been operating as intended

Manufacturer narrative:
Serial number: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. A review of the submitted log file showed 256 events spanning approximately 12 hours ((B)(6) 2019 from 05:24 ¿ 17:11 per time stamp). On (B)(6) 2019 at 15:02 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing. The backup battery was able to supply power to the controller until 17:11. The driveline was disconnected at 17:05 and remained disconnected for the rest of the log file. The driveline remained disconnected for the remainder of the log file. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional information provided on 18nov2019 indicated that the cause of death was heart failure. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.